Event description:
It has been reported to us that the shaft of the guide catheter separated and had to be removed using a snare device. The physician inserted the guide catheter into the patient and advanced forward into the lad riva, pci close to the left main artery. The vessel was very calcified and kinking. The guide catheter was unstable and kinking. The physician inserted a guide wire to improve the performance; however unsuccessful, the guide catheter shaft separated. The physician inserted a snare device and was able to capture the material and remove it from the patient. The physician inserted another guide catheter to complete the case.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Actual device used in case was evaluated. Visual examination performed. Results: the actual device used during the case was returned and evaluated. Visual examination of the returned guide catheter revealed that the guide catheter, snare and guide wire were returned. Visual examination of the guide catheter revealed the sheath with the distal broken guide catheter measuring 79.5cm in length inserted along with the guide wire and snare. The proximal part measuring 27cm with the guide catheter hub was also returned. Closer visual examination of the separation revealed that the shaft appears to be twisted to the point of breakage. There is also a kink 2.5cm from the tip on the segment section. A review of the device history record did not detect any deficiencies within the manufacturing process. The instruction for use indicates: ''if the guide catheter is torqued when kinked it may cause damage that could result in separation along the catheter shaft. In the event the catheter becomes kinked, withdraw the guide catheter, guide wire, and catheter sheath introducer.'' The event is confirmed for shaft broke; the root cause is the catheter was torqued beyond design expectation. The analysis is complete as of today (B)(4) 2012.